Event description:
The hcp reported the patient had experienced a lack of dbs therapy benefit; an inability to write and symptoms of tremor had returned. The patient had indicated that if felt as though the device wasn't turned on and suspected the battery was at end-of-life. System interrogation had revealed impedance readings greater than 2000 ohms were obtained; electrode number three had been deemed unusable via phone consultation with the company technical services representative. The hcp indicated the system parameters were reprogrammed; the amplitude was increased and polarity had been adjusted. The patient began to feel stimulation and realized an immediate improvement in tremor suppression and regained the ability to write. Follow-up with the patient was anticipated within three months.